Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer on 10/12/2017. In a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter memory of 179, 222, 180, 192 and 183 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 174 mg/dl and 169 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is 09/30/2017. The meter memory was reviewed for previous test result history: result 1 : 179 mg/dl date: (B)(6) time: 3:42 pm fasting. Result 2 : 222 mg/dl date: (B)(6)time: 3:40 pm fasting. Result 3 : 180 mg/dl date: (B)(6)time: 3:18 pm fasting. Result 4 : 192 mg/dl date: (B)(6)time: 1:31 pm fasting. Result 5 : 183 mg/dl date: (B)(6) time: 4:49 pm fasting.